Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goodcs release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2002 and the mesh was implanted. The patient experienced intense pain in the abdominal region and was rushed to the hospital. Tests were performed and it was found that the pelvic mesh had eroded and adhered to bowel. An emergency laparotomy was performed in order the cut the mesh. No further information available

Manufacturer narrative:
.